Manufacturer narrative:
Upon further review of this file, it was determined the event details do not meet reporting criteria. Therefore, MDR with MFR 8030665-2023-00660 will have no further updates.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the window pocket area of the drain line during drain 2 of 8 of their pd treatment. The cause of the hole and leak is unknown. There were no alarm or warning at the time of the leak. The patient continued with treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the window pocket area of the drain line during drain 2 of 8 of their pd treatment. The cause of the hole and leak is unknown. There were no alarm or warning at the time of the leak. The patient continued with treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The complaint product sample from the customer with original package was received. The complaint product sample was disinfected. During the disinfection of the complaint product sample the alleged failure mode was confirmed, a leak was found in the port of the pillow to bushing. Additionally, the sample was visually inspected with the microscope and during the visual analysis it was observed that the bushing was not inserted all the way into the port of the pillow, leaving a gap between the bushing and the pillow port being this the cause of the leak. This kind of defect could be caused due to the operator failing to follow work instruction, incorrect assembly technique, unqualified operator, or an unclear work instruction. The device history records (DHR) was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a hole in the window pocket area of the drain line during drain 2 of 8 of their pd treatment. The cause of the hole and leak is unknown. There were no alarm or warning at the time of the leak. The patient continued with treatment. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.